Event description:
User stated that user tried the monalisa touch and it did not work for the patient. Pae(product adverse event) reported by (B)(6) at (B)(6). (B)(6) did consent to follow up. (B)(6). No further information/clarification available. (B)(4).